Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "image not displayed" occured because rattling of the connector part led to poor communication occurred between the processor and the camera head. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the screen had no display, a rattling connector, and a drained battery. The investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the video processor image would not display. The issue was observed during preparation for use. The intended procedure was completed using a similar device. There were no reports of patient harm, injury, or death.